Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 5 weeks, a threshold increase to 4.8v @1.5ms and a lead dislodgement were reported during a follow-up. The lead was not returned to biotronik. No adverse patient side effects have been reported.